Event description:
It was reported that during a routine follow-up, the ventricular lead exhibited noise. The noise was not reproducible and the patient was asymptomatic. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.